Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a poor communication screen and the patient was unable to communicate with the ins when using the programmer. The patient did not use the antenna and last charged the ins on the saturday prior to the report (B)(6). The patient did not have to recharger at the time of the call but indicated that the stimulation was on. No symptoms were reported. No further complications were reported/anticipated.